Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 341 mg/dl. She retested using another meter and received a reading of "low." The customer stated her readings were normally between 144-154 mg/dl. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips, but they were not received by the qa lab.